Manufacturer narrative:
A ge service representative performed an on site investigation. The image processor, display adaptor boards and the software upgrade were installed during the service call. The system was tested and found to be working as intended and returned to service.

Event description:
It was reported that the system would intermittently not be able to display the live fluoroscopic image. There is no report of injury or death associated with the event described in this complaint.